Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The mobile view station (mvs) pendant control was returned to the manufacturer for analysis. Analysis found that visual inspection failed with discovered cosmetic damages, instructional stickers were found on the component, and the iso wag left and iso wag right buttons were pushed in. Functionality and usability tests passed. Analysis found that the reported event was related to a mechanical issue. A medtronic representative went to the site to test the equipment. The mvs pendant control was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the control panel was not responding to any of the buttons being pushed. The issue was discovered while setting up. No patient present.